Event description:
It was reported that a physician's dell x50 handheld device would not hold a charge and he wanted it replaced. The physician stated that the handheld is stored on a table near an outlet or by his desk. The handheld is not in direct sunlight nor is it near another heat source. The physician stated that to his knowledge, it had not been dropped or other wise damaged. A replacement handheld device was sent to the physician and good faith attempts to obtain the non-functioning handheld have been unsuccessful to date.